Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 5, 2020. Device evaluation summary: during visual evaluation a tear measuring approximately 0.5 cm. Was observed on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to a breast implant procedure a 300cc mentor memorygel breast implant was found to be ruptured when it was examined by the physician. There was a small hole with gel leaking out. Another mentor memorygel breast implant was available to be used during the procedure. There were no patient consequences.